Event description:
Received medwatch from FDA on 11/04/2008. Incident reported as: pt had foley placed in or. Fourteen hours after placement, it was noted that there was no urine output from foley, but rather it was noted there was urine in diaper. The foley was removed and found to have been deflated. No pt injury noted.

Manufacturer narrative:
Device is not available for investigation. Investigation is ongoing and a follow up report will be sent as soon as is finished.